Event description:
The pump was returned for investigation. Investigation revealed the display is dim and pinkish upon start-up. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the bolus button cover and the white slug are detached and missing from the pump exposing the bolus button contact. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and pinkish upon start up. (B)(6).